Event description:
It was reported during implant procedure that the left ventricular lead exhibited a failure to advance the guidewire. When attempting to removal, the lead broke. The lead was exchanged. There were no patient consequences.